Manufacturer narrative:
(B)(4). The actual device was not returned to the manufacturing facility for evaluation, however three photographs of the actual device were returned for evaluation. Therefore, the investigation was based upon evaluation of user facility information, three returned photographs and retention samples of the involved product/lot number combination. Visual inspection of the three returned photographs revealed the collar, safety sheath and needle were detached. Another sample was noted with detached collar and safety sheath. A visual and sensory inspection of the retention samples revealed no anomalies or defects. Sheath activation and sheath deactivation force were evaluated on the retention samples and confirmed to meet manufacturer specifications. An adhesive hold test was conducted on retentions samples and confirmed all samples met manufacturer specification. Retention samples were tested for sheath radial strength, sheath removal force and collar removal and all samples were confirmed to meet manufacturer specification. Dimensional testing of retention samples confirmed they all met iso-594-2. Luer taper testing of the retention samples were confirmed they all met iso 594-1. Functional testing could not reproduce the reported failure. A lot history file review was conducted with no relevant findings. Prior to shipment, qc conducts outgoing visual inspection and all samples for the complaint lot passed. Cannula supplied complies with iso 9626. A comment was made by the user facility that this has happened multiple times. However, those events were not reported to the manufacturer and no additional information was available including event dates, product/lot codes, patient information or any specific event descriptions. Therefore, because it is not possible to conduct meaningful investigations or obtain sufficient information about the individual events, we are including this anecdotal information within this report for reference purposes. There is no evidence that this event was related to a device defect or malfunction and the exact cause cannot be determined based on the available information from the user facility and investigation results. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955. Exemption number e2015017. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. Device not returned to manufacturer.

Event description:
A distributor reported that on (B)(6) 2016, a nurse from a doctor's office called in a product complaint regarding the new needles. The nurse stated that since the new needles have come out, the safety locks are not locking, and the needles cannot often be removed from the syringe. The reporter stated that she often has to get a new syringe from her stock to be able to draw up the medication. Once the medication is then drawn up in to that new syringe with a new needle, the safety lock on that new needle can also create a problem by not locking. Sometimes the needle breaks where the safety cover is. The reporter stated that this situation has happened multiple times in the last two months since the new needles have been introduced. "Since the new needles have come out it's a huge issue." "The new needles are terrible and awful." She did not have the specific information on the other times, but will call with each event from this point on. On 07/21/2016 the distributor received a follow up that stated, "07/21/2016 1416 follow up h. Davis: this overview of the report provided above was provided to quality. There is no needle clog in this case. The safety cover for the needle created a situation where it did not close, and prohibits the needle from being removed from the syringe itself. The nurse drew up the diluent, added it to the drug vial, and then attempted to cover the needle using the attached cover. That cover did not lock, and she was not able to remove the needle from the syringe. When this happened, she used her own syringe, with another needle from the kit, to attempt to draw up the suspension from the vial. The problem is with the needle cover not activating and making it difficult/not possible to remove the needle from the syringe." The distributor reported (1) that there was no patient injury; and (2) the hcp used another syringe and additional needle from the kit to continue the process.